Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of approximately 50 mg/dl; cause was unknown. Reportedly, as the customer was sleeping, customer bypassed treatment and bg resolved on its own. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Blood glucose (bg) values from 45-53 mg/dl were recorded by continuous glucose monitor (cgm) from 7:34:55 am to 8:09:55 am on (B)(6) 2019 cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 18.2 units was observed on (B)(6) 2019 if user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 8:55:04 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. On (B)(6) 2019, a total of 7.7 units of basal were delivered by 7:00:15 am, approximately 30 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.